Manufacturer narrative:
Follow-up #1 date of submission 02/03/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/20/2014 with the following findings:during a visual examination of the pump, the keypad cover was observed to be peeling. The keypad cover was removed and contamination was found under all key contacts. A leak test was performed, and leaks were found in the battery compartment and the pump case. A battery compartment crack and a crack in the pump casing near the display lens were also observed. Moisture was observed in the pump battery compartment. The pump case was removed, and evidence of moisture ingress was found throughout the pump interior. The pump did not power on due to the moisture, therefore the keypad button responsiveness could not be fully investigated.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (dmg prior tactile cngs w/moist) issue. The reporter stated that the ok keypad button seemed to have a pinhole in it and that the contrast button was unresponsive. The reporter went swimming with the pump, and then water allegedly appeared behind the display lens. The cartridge and battery compartments reportedly did not have signs of moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.